Event description:
Related to MFR report # 2183959-2012-01246. Related to MFR report # 2183959-2012-01247. It was reported that in (B)(6) 2007, the pt had a hysterectomy with bilateral salpingo-oophorectomy and pelvic lymph node dissections for endometrial cancer. Additionally at that time, a monarc sling was implanted along with mesh grafts for anterior and posterior repairs. In (B)(6) 2007, the pt had a revision of the mesh repair due to erosion. The report indicates that the pt had pain in the left upper leg and groin area after the procedure.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.